Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had under- delivery issue for several times. Customer blood glucose reading was 302. Current blood glucose reading 269 mg/dl. High pressure test was performed, and it was ok. Troubleshooting was not completed. Insulin pump will not be returning for analysis.